Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 68-year-old patient was implanted on (B)(6), 2022 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6), 2024 the patient underwent a surgical procedure for biozorb removal due to increased discomfort and breast pain. The biozorb implant was removed together with the fibrotic area surrounding it. On (B)(6), 2025 the patient presented for imaging evaluation of a possible breast abscess which was confirmed to correspond to the site of prior postoperative fluid collection. The site was drained with ultrasound guided aspiration of possible left breast abscess. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.